Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "sheath split in two and broke on insertion. Patient not affected. User states that this has happened before." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of the peel-away sheath splitting into two was confirmed by the photo. The image shows two separated pieces of a peel-away sheath stored inside a container. Biological material in the form of blood was observed along the sheath. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of the peel-away sheath splitting into two pieces was confirmed by visual inspection of the customer supplied photo. The image shows two separated pieces of a peel-away sheath stored inside a container. Various factors could contribute to the observed damage to the sheath, including the sheath manufacturing process and/or undue force applied unintentionally by the user. Based on these circumstances the probable cause could not be determined. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "sheath split in two and broke on insertion. Patient not affected. User states that this has happened before." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".